Event description:
Patient developed an abscess after having laser treatment. Patient needed to be hospitalized and under went surgery. A foreign body was removed from the abscess and was found to be a portion of the fiber's ceramic tip.

Manufacturer narrative:
(B) (4) : device not returned to manufacturer.